Event description:
The customer observed falsely decreased sodium and potassium results and a falsely elevated chloride result generated on the alinity c processing module two patient samples. The following results were provided: (sodium reference range 135-145 meq/l; potassium reference range 3.5-5.1 meq/l; chloride reference range 98-112 meq/l). Sid: (B)(6) 88-year-old male patient not reported out: initial potassium result = 1.4 meq/l, repeat result = 3.6 meq/l. Patient (B)(6): initial result sodium result = 116 meq/l, repeat result = 136 meq/l. Initial chloride result = 122 meq/l, repeat result = 102 meq/l. No impact to patient management was reported. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium and potassium results and a falsely elevated chloride result generated on the alinity c processing module two patient samples. The following results were provided: (sodium reference range 135-145 meq/l; potassium reference range 3.5-5.1 meq/l; chloride reference range 98-112 meq/l). Sid (B)(6) 88-year-old male patient not reported out: initial potassium result = 1.4 meq/l, repeat result = 3.6 meq/l. Patient bp: initial result sodium result = 116 meq/l, repeat result = 136 meq/l. Initial chloride result = 122 meq/l, repeat result = 102 meq/l. No impact to patient management was reported. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the alinity c processing module and performed multiple troubleshooting procedures, including replacement and reseating of the worn ict to ict pre amp cable to resolve the issue. No additional result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The ict module is used for analysis of electrolytes on the alinity c processing module. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with the ict to ict pre amp cable did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformance's related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the ict to ict pre amp cable was identified. All available patient information was included. Additional patient details are not available.